Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported that a handpiece would not cut, the cassette would not grab, gas is being released inside the unit and has to hold the power button down for 15 seconds before it shuts down. The system was reset and the handpiece worked. Pt involvement is unk. Additional information has been requested.